Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The specific treatment was unknown. At the time of this report, the patient was recovered from the event. Pd therapy was withdrawn at the time of this report. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in "about a month after the patient was discharged" from the hospital due to previous peritonitis event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in "about a month after the patient was discharged" from the hospital due to previous peritonitis event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The specific treatment was unknown. At the time of this report, the patient was recovered from the event. Pd therapy was withdrawn at the time of this report. No additional information could be provided as the reporter declined follow up.